Event description:
The customer reported via phone call that they had shortened battery life with their insulin pump. The customer stated they inserted a new battery and their insulin pump would not turn on. The customer also reported a battery out limit alarm and failed battery test alarm occurred. Customer's blood glucose was 7.1 mmol/l. The customer reported the insulin pump alarmed during normal use. The customer was advised their insulin pump needed to be replaced due to corrosion found in the battery compartment. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a corroded battery tube, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.